Event description:
The customer reported that during daily testing, the device unexpectedly shut down. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during daily testing the device unexpectedly shut down. There was no pt involvement. Philips evaluated the device, but found no trouble with the device. The symptom could not be duplicated. The device status log contained no entries indicating a related failure. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.